Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing pain and discomfort at the ipg location. Upon follow up, the physician chose to relocate the patient's pocket location. Nothing was implanted or explanted and the patient is reportedly doing well.

Event description:
A report was received that a patient was experiencing pain and discomfort at the ipg location. Upon follow up, the physician chose to relocate the patient's pocket location. Nothing was implanted or explanted and the patient is reportedly doing well.